Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device stopped working just after surgery. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "stopped working during use" was confirmed. No further defects detected. The software was up to date. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is "failure of a component within the power supply". Consequently, the main fuse blow for safety reason to prevent further damages. The IFU (wxd400_en_v1.1_IFU_ce-MDR) is stating this "failure of products" clearly in section 3.9, page 10. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).